Manufacturer narrative:
Medwatch sent to FDA on 03/10/2016. The events of "late infection" and inadequate tissue ingrowth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Inadequate tissue ingrowth is being reported because medical intervention was required, although device-relatedness has not been established. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
In the article, "re: 'seri: a surgical scaffold for breast reconstruction or for bacterial ingrowth?'" The authors report an immediate reconstruction with a tissue expander following unilateral skin sparing mastectomy for breast cancer. The authors note, "having successfully completed a short course of tissue expansion this patient developed a late infection required removal of the seri scaffold 6 weeks post-surgery." There was "no evidence of integration of the silk scaffold." They note their "concern is that a lack of integration or a very slow rate of integration leaves the scaffold vulnerable as a site of infection." Side seri scaffold is located on is unknown.